Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2018 revised and replaced on (B)(6) 2020 due to a pump tubing tear/leak. A titan otr pump, and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the pump inlet tubing at the tubing /strain relief junction. Testing revealed this to be a site of leakage. Microscopic evaluation revealed the surfaces of the site of separation to be rough and irregular, indicating sufficient stress had been exerted to separate the site. The pump inlet tubing near the connector was detached to allow for functional testing to be performed. Microscopic evaluation revealed surface abrasion on the shorter pump exhaust tubing, the pump inlet tubing, and the segment of inlet tubing with the connector. No functional abnormalities were noted with the inlet tubing segment and connector, cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on the shorter pump exhaust tubing and pump inlet tubing may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation in the pump inlet tubing at the tubing/strain relief junction. A separation of this type may then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, there was a leak/tear in the pump tubing. The device was revised/replaced.